Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Product ID: 3708660, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 02-jul-2021, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(4), ubd: 05-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient's devices were explanted due to infection, not a malfunction. The patient started noticing some draining from the lead extension connection incision. No environmental/external/patient factors that may have led or contributed to the issue. Unknown if any diagnostics/troubleshooting was done. Interventions/actions included the incision continued to drain over time so the doctor decided to explant the entire system. The cultures were taken and antibiotics will be prescribed once the type of infection is known. The issue is reported to be resolved. The devices were discarded. No further complications were reported or anticipated with this event.